Manufacturer narrative:
E1: (B)(6). (Added here due to character limitation). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image snowflake. A root cause could not be identified. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust, dirt, humidity, optical problem, overheating problem, or electrical problems like as signal loss or open circuit. The most probable cause could be traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoeye flex deflectable videoscope had a horizontal stripe noise in the video image and a blackout after several minutes. The issue occurred during inspection for use. There were no reports of patient harm.